Event description:
My health has been declining since I got the second set of implants in 2001. I was weak, lethargic, brain fog, seriously low concentration, imbalanced, off balance, strength decline, eventual neurological symptoms of leg strength decline- now affecting both legs that I am in a wheelchair. History of lab work shows little to low absorption of any nutrients, presence of suspicious metals, mercury, and lead were high.